Event description:
A jagtome sphincterotome was being prepared for an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complainant, the tip of the device appeared frayed. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A review of the device history record was not performed due to the lot number not being provided. In addition, with no lot number, manufacturing and expiration dates are unknown.